Event description:
It was reported that patient underwent bi-lateral total knee arthroplasty in 1998. In 2005 revision surgery was performed on left knee. Articular surface of the tibial component was found worn and eroded. Component was replaced.